Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer's insulin pump had alarmed for motor arm cannot communicate with main arm and software error. Customer¿s blood glucose was 195mg/dl at time of incident. Self test was performed and passed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 53/4 alarm noted during testing. However, pump error 4 and 53 found in the pump history due to software error.